Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that tubing broke and leaked during an unspecified fluid infusions, however no reports of chemotherapy leaks. The events are occurring in the hickman center .although requested there is no additional information about the medication, event or patient.